Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure this right ventricular (rv) lead was repositioned three times after high out of range pacing impedances as well as high pacing thresholds were seen. The third attempt to reposition the lead also showed no pacing thresholds stimulation. A new lead was used. This lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that the lead will not be returned.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix and an x-ray showed that the cathode coil was stretched. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to confirm the reported allegations.

Event description:
This lead has been returned. Upon analysis this investigation will be updated.